Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads, upn: (B)(4), model: sc 2218 50, serial: (B)(4), batch: 5171607/ 7074328.

Event description:
It was reported that the patient was having pain at the battery site due to placement and was getting inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned.